Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle size on the package is different. The needle size on the artwork also appears to be different. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient?=>no. What is the expected size of the needle in product vcp726d?=>26cm what is the expected size of the needle in product j726d?=>26cm. Do you have any photos available for visual analysis?=>yes. The following information was requested, but unavailable: what is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis investigation summary: photos received at ethicon. The first picture shows an aluminum package of product code vcp726d, batch td2ajqthe second image shows an aluminum package with product code j726z05, lot tgmcqm. Based on visual inspection of the printed information on both packages, the product code is different (vcp726d and j726z05), however, the information is correct. As part of our quality process, the manufacturing records for this lot-serial number were reviewed, and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released in accordance with approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.